Event description:
Case was reported as an explant of an orthadapt bioimplant 3 months post rotator cuff repair. No other information was provided.

Manufacturer narrative:
Additional information was requested from the physician; however, no additional information was provided at the time of this report. The device was not returned to the manufacturer for evaluation. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.